Event description:
On (B)(6) 2012, a doctor's office contacted animas (anm) on behalf of the patient and requested for someone to contact the patient directly. The patient alleged that her pump was not working well and she was hospitalized for high blood glucose (bg). An anm representative contacted the patient that same day and obtained information regarding the patient's allegation. The patient claimed that the keypad was torn from the top to the bottom of the keypad. She denied that the pump was unresponsive to keypad button presses. The alleged torn keypad issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient also reported that she had been getting loss of prime alarms. However, she was unable to indicate when the last time a loss of prime alarm occurred. A review of the pump's alarm history revealed several occlusion alarms on (B)(6) 2012. The patient stated that she was hospitalized for high bg. The date/time of the hospitalization was not provided. The duration of the hospitalization is also unknown. In addition, she could not recall what hospital she went too. The anm representative involved in the follow-up contact noted that the patient was a poor historian. The patient believed that her bg level was over "400 mg/dl" when she was hospitalized. She could not recall what treatment, if any she received. The nurse mentioned, however, that the patient was non-compliant with monitoring her bg levels and giving boluses. Through troubleshooting of the subject pump, the anm representative noted that the pump was programmed as desired. The anm representative also noted that there was also no evidence of inaccurate delivery of the pump. The patient did not have her insulin or an infusion set for review. The pump was replaced due to the alleged keypad issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for high bg. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 submitted 09/04/2012. The pump has been returned and evaluated by product analysis. On (B)(6) 2012 with the following findings: testing found no defect in the pump. No pump conditions or alarms indicating a malfunction were recorded in the alarm history or the black box. Daily insulin delivery totals were reviewed from and correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.